Event description:
An infusion pump was programmed to deliver a 500 ml liped solution over 24 hours to an elderly male pt. Reportedly the entire amount infused in approx one hour. The pt experienced some respiratory difficulty afterwards and received lasix ivp. The pt then returned to pre-incident status. The serial number of the pump involved was not reported by the hosp.